Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate automatic mode switch (ams) due to far field r wave oversensing noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences and will further be monitored.